Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: balloon rupture. Time of device issue: during pre-dilatation. Adverse event: none. It was reported that first pre-dilatation was performed with a non-abbott balloon catheter, and the second pre-dilatation was performed using a voyager nc balloon catheter. However, the voyager nc balloon ruptured at 6 atmosphere during the first inflation. There were no reported adverse patient effects. Though requested, no additional information was provided.